Event description:
Eleven months postoperatively, a pt with a bi-lateral portland orthopaedics mcor hip replacement, slipped on ice falling on his right hip. One month following the fall, the pt felt the right hip give out from under him. A pelvic x-ray was taken, which showed a fracture in the femoral neck of the total hip replacement. The femoral neck and stem components were revised with another hip system. At the time of the primary surgery and at the time of the fall one year later, the pt was noted as being overweight. The weight and impact during the incident are likely to have contributed to the eventual fracture of the neck. Portland orthopaedics advises in its labeling that the longevity of the implant may depend on the pt's weight and level of activity.

Manufacturer narrative:
Portland orthopaedics believes that the risk of fracture of an m-cor femoral neck causing serious injury is very remote. A fracture of the femoral neck would only occur under excessive loads as in this case where the pt is noted as being overweight and had suffered a heavy fall directly onto the affected hip. The fractured femoral neck from this incident is currently being evaluated. Portland orthopaedics has indicated in the warning section of the product IFU that "pts receiving hip joint replacements should be advised that the longevity of the implant may depend on the pt's weight and level of activity".